Event description:
A nurse unit manager reported that a blunt knife or knives have been noted in surgery. There have not been any injuries to pts. No further info will be reported.

Manufacturer narrative:
Eval summary: no sample was returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test valued for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause cannot be determined. (B)(4).